Event description:
The customer reported that on (B)(6) 2011 an erroneously low phosphorus (phosm) result was produced on a synchron lx20 clinical chemistry system for one patient sample. The initial erroneous result was released from the laboratory however there were no report of death, serious injury or modification in patient treatment associated with this event. The customer provided data indicating that the repeat phosm result, generated on another instrument, was higher and within the normal reference range. The repeat result was regarded as valid and an amended report was generated. Instrument phosm quality control results were recovering below mean prior to the event. No patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) flushed the reagent supply line with warm distilled h2o. The fse replaced the modular chemistry sample probe and wash collar and performed the required alignments and adjustments. The fse recalibrated the phosm lamp. Although repairs were made to the instrument prior to returning it into service, a definitive root cause for this event has not been determined to date.